Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor glucose reading was around 400 mg/dl but her blood glucose level was 530 mg/dl. She had a blurry vision and was thirsty. The customer treated her blood glucose level with a bolus. The infusion set cannula was bent. The device was not returned.